Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient's one touch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged power issue began on (B)(6) 2013 at an unspecified time. It is not known what medications, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter claimed, at an unspecified time before the alleged issue occurred, the patient began to feel ¿very tired¿. The reporter stated that the patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca noted, that the subject meter would power on with the power button, but it would not power on when inserting a test strip. No replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue was not resolved during troubleshooting.